Manufacturer narrative:
Additional information was received that threshold testing was performed and capture was confirmed. The root cause of the syncopal event was found to be not related to the device and the physician does not implicate our products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient experienced a syncopal event and a fall but could not confirm the order of events. The patient is in the hospital for other issues. A review of the device data did not identify any stored events and lead trends were stable. It was noted that the device was programmed to unipolar pacing and bipolar sensing; however, there is no details on why it was programmed this his way. The caller stated they are considering reprogramming pacing back to bipolar mode. No adverse patient effects were reported.